Event description:
The patient experienced adverse effects requiring medical intervention. The patient presented for percutaneous coronary intervention of the critically calcified left main (lm) and left anterior descending (lad) arteries. A 7f guidecatheter and non-boston scientific guidewire were engaged and then exchanged for a 330 cm rotawire and microcatheter. A 1.50 mm rotablator plus was introduced and advanced to the lm via dynaglide, but the patient experienced "bradyarrest." The burr and guidewire were withdrawn and advanced cardiac life support (acls) protocol was initiated until hemodynamics were stabilized. The procedure was completed using a wolverine balloon and non-compliant balloon.

Event description:
The patient experienced adverse effects requiring medical intervention. The patient presented for percutaneous coronary intervention of the critically calcified left main (lm) and left anterior descending (lad) arteries. A 7f guidecatheter and non-boston scientific guidewire were engaged and then exchanged for a 330 cm rotawire and microcatheter. A 1.50 mm rotablator plus was introduced and advanced to the lm via dynaglide, but the patient experienced "bradyarrest." The burr and guidewire were withdrawn and advanced cardiac life support (acls) protocol was initiated until hemodynamics were stabilized. The procedure was completed using a wolverine balloon and non-compliant balloon.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device technical analysis:the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review:it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event.labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU).risk review: a risk review was completed and confirmed that the events of bradycardia, hypotension, resuscitation, patient problem/medical problem, additional device required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this investigation has been assigned an investigation conclusion code of known inherent risk of device. This conclusion is supported by the following objective evidence: regarding the reported patient codes of bradycardia and hypotension; these codes are covered in the IFU as adverse events that can be encountered during procedure with the use of the device. Therefore, known inherent risk of device is selected as the cause code for these codes. To conclude, regarding the patient and impact codes of resuscitation, patient problem/medical problem, additional device required. The assigned cause code is adverse event related to procedure since as a result of the brady arrest reported by the customer, additional devices and intervention were required in order to stabilize the patient, which can be attributable to factors that can occur during procedure.